Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced problems inflating his prosthesis since the control pump is filled with liquid and locked. The malfunction was confirmed with a doctor. The physician was unable to resolve the issue and recommended a surgical intervention. The ipp is still implanted. No patient complications reported.

Manufacturer narrative:
Corrected field g1. MFR site address 1, MFR site city, MFR site state and MFR site zip/post code

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced problems inflating his prosthesis since the control pump is filled with liquid and locked. The malfunction was confirmed with a doctor. The patient will seek an appointment with a specialist. The ipp is still implanted. No patient complications reported.